Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a crossover procedure via femoral access on a male patient to insert a lysis catheter after treatment by pta balloon and stent, the sheath ripped upon removal. Some pieces had to be removed surgically. According to the initial reporter, the patient did not experience any adverse effects nor require additional procedures due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, drawings and a visual inspection of the returned product was conducted. A review of the returned product showed a separation of the fitting at the hub and not a ripped sheath. There was no indication of the sheath being ripped (torn) in any way. Upon visual inspection of the returned complaint device, the sheath tubing was measured to be approximately 39.8 cm. There was a +/- 8mm tolerance for the length of the sheath. Also, there was no indication of material being ripped/torn apart from the sheath. There were markings near the end of the sheath which appeared to come from a hemostat. Thus, the entire sheath tubing was most likely the mentioned fragment needing to be surgically removed. The sheath flare was tested using an appropriate flare gauge and passed. Also, the flare appeared to be distorted/ruffled. It was feasible to suggest that force beyond the device's intended design had been used when trying to remove the device. Therefore, causing the reported failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During a crossover procedure via femoral access on a male patient to insert a lysis catheter, after treatment by pta balloon and stent, the sheath got ripped upon removal. Some pieces of the sheath had to be removed surgically.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred. The visual inspection of the returned device shows a separation of the fittings at the hub, and not a ripped sheath. There is no indication of the sheath being ripped (torn) in any way. One used product was returned, with the sheath separated from the hub. Upon visual inspection of the returned complaint device, the sheath tubing was measured to be approximately 39.8 cm. Per (B)(4), there is a +/- 8mm tolerance for the length of the sheath. Also, there was no indication of material being ripped/torn apart from the sheath. There were markings near the end of the sheath which appeared to come from a hemostat, thus the entire sheath tubing was most likely the mentioned fragment needing to be surgically removed. The sheath flare was tested using an appropriate flare gauge and passed. Also, the flare appeared to be distorted/ruffled. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, and the results of our investigation, it is feasible to suggest that force beyond the device's intended design had been used when trying to remove the device, thus causing the reported failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During a crossover procedure via femoral access on a male patient to insert a lysis catheter, after treatment by pta balloon and stent, the sheath got ripped upon removal. Some pieces of the sheath had to be removed surgically.